Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the lv lead was fractured and the proximal portion was embedded in the subclavian vein. An x-ray confirmed that the lead was cut in half. It was noted that the physician was unable to extract all of the lead. The lead was partially explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high and undefined impedance measurements and high threshold measurements. Reprogramming was done, and the lead was later capped and replaced. The patient is a participant in the adaptresponse clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The low voltage 4 conductor developed a fracture due to flexing while in vivo. The low voltage 3 conductor developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was extrinsically breached due to a tear. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the lv lead had dislodged.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.